Event description:
The customer reported that during laparoscopic total gastrectomy, oozing of blood occurred. It is unknown if an end tone, indicating a completed seal cycle, was heard. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.